Event description:
The article, "a rare case of left main coronary occlusion from aortic valve prosthesis treated with mechanically-supported left main stenting", was reviewed. The article presented a case study of a 69-year-old female patient with a history of severe symptomatic aortic valve stenosis, hypertension, hyperlipidemia diabetes mellitus type 2, right coronary and left circumflex system disease, and low-lying coronary ostia. A 19mm epic valve was selected for implant on an unknown date for an aortic valve replacement procedure. The valve was implanted, and the patient was discharged on postoperative day 5. Approximately 2 months later the patient presented to the hosptial with chest pain, hypotension, and tachycardia. The patient had elevated troponin of 4,000. Echocardiogram showed new severe left ventricular dysfunction with an ejection fraction of 20%. Computed tomography (CT) also showed subtotal occlusion of the left main coronary artery, which was noted to be due to the prosthetic sewing ring, with concern for impingement by the ring as well as by one of the cor-knots. A 4x15mm xience drug-eluting stent was implanted. Post-deployment angiography confirmed good stent expansion and full blood flow. The patient was discharged on post-procedure day 2 on dual antiplatelet therapy. [The primary and corresponding author was shannon parness, division of cardiothoracic surgery, department of surgery, school of medicine, university of north carolina, chapel hill, nc 27599, USA.]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: a rare case of left main coronary occlusion from aortic valve prosthesis treated with mechanically-supported left main stenting. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.